Manufacturer narrative:
The reported event that the distal lateral femur plate ts axsos for right femur 10 hole, l238mm was broken could be confirmed. Based on the investigation, the root cause was attributed to a patient related issue. The failure was caused by overloading of the device due to delayed union. The device inspection revealed the fractured surface is consistent with fatigue fracture. This type of fracture occurs when there¿s a significant load applied in the device during a certain period of time, after which the material would break due to overloading. The clinical expert evaluation of the medical files provided revealed the primary surgery was done correctly, however the patient showed signs of delayed union upon the failure of the device. Delayed unions provide insufficient bone support, which means all forces are transmitted to the plate. Since the plate is intended for temporary use only, after a long term overloading associated with delayed union, it is likely that it would break. Note, as stated in the instructions for use: ¿these devices are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. Post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. The implant is a short-term implant. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Adverse effects: in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: delayed union or non-union of the fracture site; these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The pharmacist and risk manager at the hospital, reported the following event : "patient was operated in (B)(6) for a fracture of the right femoral diaphysis. Implantation of an osteosynthesis axsos plate. On (B)(6): patient went to hospital because of pains. The plate was fractured in its middle. Hospitalization to change the plate."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist and risk manager at the hospital, reported the following event : "patient was operated in (B)(6) for a fracture of the right femoral diaphysis. Implantation of an osteosynthesis axsos plate. On (B)(6) patient went to hospital because of pains. The plate was fractured in its middle. Hospitalization to change the plate."